Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the ple60a with golden reloads. Reloads stapled the first 2cm - the next 2cm not then they stapled again. Staple line was safed with a green reload. There were no consequences for the patient.